Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetes ketoacidosis. The customer's blood glucose at the time of incident was 191 mg/dl, current blood glucose is 206 mg/dl and customer's blood glucose while hospitalized was above 400 mg/dl. It also reported that the customer's blood glucose was 109 mg/dl this morning and blood glucose went high again. The cause of hospitalization was high blood glucose and diabetes ketoacidosis. The customer was hospitalized due high blood glucose level on (B)(6) 2017. The customer stated that the drive support cap was normal. The customer was treated high blood glucose with insulin pump and manual injection. The customer was advised to remove reservoir, rewind, reinsert reservoir and run manual prime and stated that insulin was exited. The customer was wearing the insulin pump during the hospitalization. It also stated document of outcome of hospitalization was customer was given a treatment plan and discharged after customer was stable and blood glucose treated with an insulin drip in the hospital. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: pump passed functional testings including displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. Drive support disk was inspected and no anomaly was noted. Unit was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Pump passed the dat test. Unit was received with cracked case at display window corner, minor scratched lcd window, cracked battery tube threads, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.